Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was alarming upstream occlusion constantly when infusion was close to being done. The pump also failed rate testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, alarming upstream occlusion constantly when infusion is close to being done was not reproduced. A review of the event history log revealed "upstream occlusion!" Messages. The event history log cannot confirm if the alarms were true of false. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The reported problem may potentially be related to fa 2023-034. Fa 2023-034 states that software versions v9.02.01 and v8.01.01 were determined to be ineffective in preventing false upstream occlusion alarms, and therefore the impacted devices will be downgraded to the previous software versions until a new fix is identified. The reported problem is failed rate test. Flow accuracy test was not reproduced. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.